Event description:
Depuy acromed received a complaint concerning a vsp screw that broke after implantation. A revision surgery was required to remove the broken screw and re-instruemnt the pt. There were no other adverse consequence to the pt. A material assessment was performed using a scanning electron microscope, and the screw conformed to specifications. No material defects were observed. A fracture analysis was also performed. The results showed that the fracture surface was smooth, indicating that the screw broke in fatigue. A dimensional analysis was performed on the broken portion of the screw. Only the minor diameter could be inspected due to the damage from the screw breakage. The minor diameter conformed to specifications. A post-operative x-ray was reviewed and did not provide any other definitive cause for the screw breakage. The most likely cause of the event is fatigue stresses placed on the screw due to repeated in-vivo loading. This may be caused by failure of the pt to adhere to the post operative activity protocol or by a pseudarthrosis of the fusion mass. If the fusion is not complete, excessive forces will be generated on the device, possibly leading to fracture of the screws.

Event description:
Depuy acromed received a complaint concerning a vsp screw that broke after implantation. The exact amount of time that the screw was implanted is unknown. The part number was not reported by the complainant. According to the complainant, post-operative x-ray revealed that the screw was broken. A revision surgery was required to remove the broken screw and re-instrument the pt. There were no other adverse consequences to the pt. The broken screw is currently under evaluation. No further information is available at this time.